Manufacturer narrative:
There were no allegations against this product, therefore it is no longer reportable.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Manufacturer narrative:
The date of event is estimated. Additionally, attempts have been made to obtain the device information but was not received.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.